Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome. It was reported that the patient started getting pain suddenly on (B)(6) 2018. The pain was in the patient¿s leg where it is supposed to help stimulate. He patient mentioned she has not charged in a very long time and said the last time she charged was probably 8 months ago. The patient got her recharger out and described seeing the charging screen. The recharger showed stimulation was off. He patient was able to get the charging screen and the ins battery level showed it was pretty empty. It was reviewed the patient should charge to at least ¼ full and then she will be able to turn the ins on. The patient was going to continue charging and then will turn the ins on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's activity led to the implant being low. Recharging the battery resolved the low battery and the patient's pain. No further complications were reported.